Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: investigation summary, physical devices have been received in monument. Due to a sterilization issue, the devices were quarantined as part of (B)(4) per the non-conformance process and were released on 28 jan 2019. Upon receipt at the analysis site of customer quality, this investigation will be updated to reflect the actual device evaluation. Updated 14 march 2019 for investigation of returned device. Background: updated event description: it was reported that on an unknown date, during inspection at sterile processing department (spd), the two (2) depth gauges broke and had a missing wire, the tip of the interlock screwdriver was bent, the handle of the straight ball spike was pitted and the two (2) reduction forceps with points narrow-ratchet would not stay closed. There was no patient involvement. Service & repair evaluation: the customer reported the device was bent. The repair technician reported that tip was bent. Bent is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item was scrapped and was forwarded to customer quality. The evaluation was confirmed. Device evaluation: customer quality (cq) investigation flow: damage: visual (appearance not as expected) visual inspection: the screwdriver was received at cq with all components intact. The distal tip of the main body is significantly twisted axially in the direction of resistance from screw insertion and shows bent and deformed edges. The distal tip of the sliding bar is slightly twisted. The deformation of the mating components (main body and sliding bar) do not match which is consistent with incomplete assembly prior to applying force. The balance of the device shows surface wear consistent with use and which would not impact the functionality. Received condition agree with the complaint description, complaint has been confirmed. DHR review: the returned device was manufactured in november 2014 and is over 4 years old. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Document/specification review: the 03.010.473 inter-lock screwdriver t25/3.5mm hex/224mm is a reusable instrument intended for insertion and removal of distal locking screws during femoral and tibial nail procedures. No product design issues or discrepancies were observed that may have contributed to the complaint condition. Dimensional inspection: dimensional inspection of relevant drive feature dimensions could not be conducted due to the significant post manufacturing deformation. Investigation conclusion: a definitive assignable root cause for the post manufacturing damage could not be determined based on the provided information. The received condition is consistent with the result of torsional forces beyond the plastic deformation limit of the screwdriver. The condition of the sliding bar shows evidence that the sliding bar was not fully advanced when the deformation occurred. Per the technique guide, the sliding bar is to be ¿fully wedged into the screw head recess¿. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. H11: d10, part received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: a device history record (DHR) review was conducted: part: 03.010.473, lot: 9067743, manufacturing site: haegendorf, release to warehouse date: 04. Nov. 2014. The device history record shows this lot of 48 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during inspection at the sterile processing department (spd) on an unknown date, two (2) depth gauges were broken and had a missing wire; the tip of the interlock screwdriver was bent; the handle of the straight ball spike was pitted, and the two (2) reduction forceps with points narrow-ratchet would not stay closed. There was no patient involvement. This report is for an inter-lock screwdriver. This is report 3 of 3 for (B)(4).